Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 42.5cm was returned for analysis. External insulation abrasions were noted at 10.5-12.0cm, 24.5-25.5cm and 31.4-31.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 17.0-19.5cm and 32.3-34.3cm from the distal tip. Internal insulation abrasion was noted at 27.1-28.0cm and 29.1-29.3cm. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.